Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen is intermittent. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states touchscreen calibrates but bottom tabs on display have intermittent response, no impact damage and screen is clean, requests part # to replace. The rse provided parts ID for the touchscreen to resolve the reported issue. The customer replaced touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.